Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01047. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2017 and the lead located at the s1 vertebral level was removed and replaced. Also, an additional lead was implanted at the l5 vertebral location. Postoperatively, the patient was reportedly receiving effective therapy.